Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 171 mg/dl (compact plus system) and 96 mg/dl (mobile system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. (B)(6). Note: during investigation of the compact plus meter, no values were found in the meter memory.